Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 20mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Eight (8) months post procedure the patient experienced a cerebral vascular accident. The patient was admitted to the hospital where an echocardiogram showed that the closure device was still in an acceptable position. The patient was only on an aspirin medical regiment at the time of the event. In response to the event the physician started the patient on eliquis. No other complications have been reported to have occurred.